Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt380 adult dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility, that the rt380 adult dual heated evaqua2 breathing circuit had a leakage. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility, that the rt380 adult dual heated evaqua2 breathing circuit had a leakage. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Corrections: section b4: date of this report field updated. Section d9: device available for evaluation updated. Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: a gas leak test was performed on the limbs of the rt380 adult dual heated evaqua2 breathing circuit and confirmed both limbs passed. Visual inspection of the mr290v autofeed humidification chamber provided as part of the subject rt380 adult dual heated evaqua2 breathing circuit observed a crack on the right port. The subject chamber was leak tested, and confirmed that the subject device did not pass the leak test. Further chemical analysis was performed on the subject humidification chamber and indicated evidence of mechanical load being applied to the chamber dome, resulting in the formation of cracks. Conclusion: our investigation confirmed that the mr290v autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit was likely subjected to impact on the external side of the chamber dome, resulting in the observed damage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions provided with the rt380 adult breathing circuit include the following: - "do not use the chamber if the seals are not intact of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."